Event description:
During the stenting procedure for the stenosis (distal: 2.1 mm, proximal: 2.4 mm, length: 7 mm) at left mca (middle cerebral artery), it was reported that the stent could not be deployed when it reached the target lesion. So the physician replaced it with another stent to finish the procedure. However, the stent prematurely deployed during removal from the patient. No clinical consequences reported to the patient.

Event description:
During the stenting procedure for the stenosis (distal: 2.1 mm, proximal: 2.4 mm, length: 7 mm) at left mca (middle cerebral artery), it was reported that the stent could not be deployed when it reached the target lesion. So the physician replaced it with another stent to finish the procedure. However, the stent prematurely deployed during removal from the patient. No clinical consequences reported to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The stent was returned in its deployed state. There were no anomalies noted to the stent. There was blood noted within the rhv. The stabilizer was noted to be kinked/ bent within the catheter at 56cm from the proximal end. The delivery catheter had a series of kinks at 43cm from the distal end. During functional testing, the delivery catheter was flushed and blood exited. The stabilizer was unable to be advanced or removed from the catheter. It is probable that the stent system was damaged as a result of the tortuosity of the anatomy, during the clinical procedure causing the as reported failure to deploy the stent. The stent was deployed during removal of the system from the patient. Therefore, an assignable cause of procedural factors has been assigned to this investigation.